Event description:
It was reported that during a laryngoscopy procedure, the console displayed an error code 23-door interlock error. There were no patient complications, however the procedure could not be completed due to the device malfunction. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.